Event description:
During service the unit was put into "vnt check" mode; unit went into a reset loop. It was found the u1 capacitor on the memory board was corrupt and would not allow a normal boot. The memory board was replaced to correct the capacitor malfunction.